Event description:
Customer reported the passport v monitor stopped working which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
The unit was returned to mindray's repair center for repair.